Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: the device was returned to the manufacturer. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that there was a question as to why the device depleted so quickly. The technical consultant stated that as of the most recent interrogation, the egm pre-storage was on continuously. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was a question as to why the device depleted so quickly. The technical consultant stated that as of the most recent interrogation, the egm pre-storage was on continuously. The device remains in use. No patient complications have been reported as a result of this event.